Event description:
The pt suffered a stroke during post precise stent placement. This pt was enrolled in the registry for carotid stenting. The pre procedure neurological exam reported stroke scale score 1 and the rankin stroke scale score of 0. The index procedure was performed and the pt was asymptomatic. The left common carotid artery was the target lesion. The lesion was eccentric with a reference of 8.0 mm and 80% stenosis. The vessel was mildly tortuous with an arch type iii. Thrombus was not seen at the lesion site and pre-dilatation was not documented. There was difficulty loading/docking the first angioguard filter, which was discarded, and a second angioguard was opened and deployed accordingly. A precise stent was deployed at its intended location. There was no stent malfunction reported. Right after the stent was deployed, the pt suffered a neurological event described as behaviorial change-aphasia and hemiparesis on the right. This was diagnosed as a transient ischemic attack (tia). The onset was sudden and the recovery was full, with no deficit, the duration of the event was <24 hours.

Manufacturer narrative:
Upon retrieval of the angioguard embolic protection device, there was debris (thrombus) found in the basket. The procedure was completed with a 10% final residual in lesion stenosis. Additional information from the study indicates that the previously diagnosed tia was updated to a new diagnosis of a stroke, which occurred during the procedure post stent implant. Further information revealed that angiomax was provided to the pt (dosage is based by weight of pt) and the activated clotting time (act) was not documented. The current pt's nih score is 1 and modified rankin stoke scale score is 3. This product remains implanted in the pt and will not be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt. This is one of two products involved in the same pt and reported under manufacturing number 1016427-2009-00022.